Event description:
As it was reported, during the procedure, the balloon of savvy long balloon catheter (6.0x120mm, l=120cm) ruptured while retrieving the device. The savvy long balloon catheter was introduced and crossed over to post dilate self expanding stent's in the sfa. After deflating and upon pulling the balloon back it ruptured. Upon pulling it got caught on the stent and involuted, intercepted on itself and broke inside the patient. Attempts to retrieve it were unsuccessful so another stent (6x80 and a 7 x 100) smarts were placed to push against the vessel wall. Patient was sent to recovery and had palpable pulse in pt and dp. It is unknown if there was any injury to the patient. Product will be returned for analysis.

Event description:
Please note that this report is submitted by (B)(4) as an importer, which was not indicated in the initial report. The sample was returned for evaluation. The distal portion of the catheter was not returned as it remained in the patient. Visual inspection was conducted using a microscope. There is a kink at the inner and the outer of the distal strain relief and at 8cm from the end of the device. There is evidence of the balloon neck breaking from the outer at the proximal fuse. The inner is broken with the broken edge at 5.5cm inside the outer. The distal section of the device is missing. The device could not be functionally evaluated. The product history of device history record 50043368 and balloon history record were reviewed and no anomalies were found. The device lot and balloon lot met all test release criteria. The review also shows that there are no internal rejects or mrr related issues for the failure mode. The DHR did not indicate a link to the event from the manufacturing of this device. The reported customer complaint of balloon separation was confirmed through analysis. With the information provided a definitive root cause could not be established; however, the device was reported to have caught on the stent and ruptured during withdrawal, this was most likely the contributing factor to the event. There is nothing in the analysis, the device history review or the reported information to suggest that there is a design or manufacturing related issue therefore, no corrective/preventative measures will be taken.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.